Event description:
It was reported that a malfunction occurred, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump using provided instructions, and the issue did not recur after the reset. The customer was advised to continue using the pump but to report any recurrence of the malfunction.